Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the insturment and no cause for the problem was found. The instrument was tested without further problem, and returned to service.